Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was exiting the tubing sooner than expected during the load fill tubing sequence. Customer¿s blood glucose level was 156 mg/dl. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.